Event description:
It was reported by a customer that there was no more fiber vaporization at 25,239 joules.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The failure analysis disclosed that the fiber cap was burnt and melted. The fiber cap remained intact and attached. The fiber cap drilled through. The fiber cap exhibited detritus, char, devitrification and melted glass. The fiber cap condition would result in reduced vaporization efficiency. This may also cause forward firing. The joules verified on the fiber card were 25,230 joules. The root cause of the device failure was determined to be heat accumulation. Due to anatomical/procedural factors encountered during the procedure, the fiber cap wear was accelerated which limited the performance of the fiber. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage.